Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the backup system controller screw's broke off when installing the ebb before procedure. A new backup controller was obtained.

Manufacturer narrative:
Section d5: operator of device corrected. Section d9: corrected. Section e3: occupation corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of backup battery cover screws breaking off was confirmed via submitted photos and evaluation of the returned heartmate 3 system controller (serial number (B)(6)). A customer provided photo revealed two damaged backup battery cover screws. Visual inspection of the returned controller revealed the heads of two backup battery cover screws appeared to have broken off from the screw bodies. The screws were difficult to remove from the controller. The system controller was otherwise in unremarkable physical condition, and it performed as intended throughout all steps of functional testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) are currently available. Section 5 of the IFU provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.